Manufacturer narrative:
Continuation of medical devices: 5076 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered as well as noise indicated. The lead is still in use. No patient complications have been reported as a result of this event.